Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ra lead was thoroughly inspected. Tissue was noted to be entwined in the helix. Analysis could not confirm the allegations from the field of dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged from its original implanted site. This ra lead has been explanted and a new lead was successfully implanted. No adverse patient effects reported from the procedure.